Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017, a kink was found in catheter in 30mins after intra-aortic balloon (iab) insertion on a patient. Replaced iab to continue therapy however a kink was found in this catheter, too. Removed iab and therapy was discontinued. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior. Four kinks were found on the catheter tubing approximately 26.7cm, 31.5cm, 33.8cm and 43.7cm from the iab tip. The guidewire was returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed a kink in the catheter. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017, a kink was found in catheter in 30mins after intra-aortic balloon (iab) insertion on a patient. Replaced iab to continue therapy however a kink was found in this catheter, too. Removed iab and therapy was discontinued. No patient injury was reported.